Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and it was noted that there was low flow and unit would not fill during decon. A test pressure transducer was needed to fill. Replaced manifold transducer. Device was put through a functional check and pre-cal after the repair. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the nurse was getting an audible alert in an arctic sun device with no message on the screen. It was asked how they could resolve. Turned device off/on and resumed therapy. They would call back if there were any further issues.